Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the vaginal cuff during a total laparoscopic hysterectomy, the suture detached from the needle at the metal crimping. The needle stayed between the jaws of the device and was removed safely and the suture line was cut flush to the vaginal cuff. A new reload was used to complete the procedure with no issues. The patient status is alive with no injury.